Manufacturer narrative:
Zimvie received one (1) tsx37b13, (tsx¿ implant, 3.7mmd, 13mml) for evaluation. Visual evaluation of the as returned device identified the implant packaging outer vial's green cap was fractured / cracked opened. The outer vial's tamper seal ring was observed in a sealed condition. The coob is confirmed. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1266102. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1266102 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿cosmetic : other.¿ the customer did not submit images for the reported event. IFU review: documents reviewed: biomet 3i dental implant IFU (p-tsximp) 2022/09 rev. A. Information identified: "storage & handling." A definitive root cause could not be determined and is still being investigated. However, according to the investigation and pfmea, the reported event might have occurred due to manufacturing issue. This is an ongoing issue which is currently being monitored. Nc-000849-2024, hhed-2023-00023 / hhe-2023-00021 and CAPA-000227-2024 have been opened to further contain affected products, evaluate potential root causes, and consider applicable corrective actions. Therefore, based on the available information, the reported packaging malfunction did occur. Additionally, the reported event/coob was confirmed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
The doctor reports that the thread on the implant's box was broken, so it likely lost its sterility. The procedure was completed with the placement of another implant without any negative impact on the patient's health.